Event description:
Reporter alleged that the lancet will not fully retract inside of the softclix lancet system. No accidental sticks or adverse events were reported. A request was made for the return of the suspect device and replacement product was sent.